Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unstable due to one foot being crooked. It was reported there was no patient involvement at the time the issue was discovered. It was discovered that the unit was unstable due to one foot being crooked. The bench service engineer (bse) determined a replacement of the central processing unit (cpu) cover tray was required. The customer cancelled bench repair. No further service provided. The customer cancelled bench repair. No further service provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.